Manufacturer narrative:
Additional information: device manufacture date: 05/05/2015-05/06/2015. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and revealed a small hole on tubing near the filter. Pressure and clear passage testing was performed and passed successfully. Leak testing was performed and the set leaked. The reported condition was verified. The cause of the leak was the hole. The cause of the hole was undetermined.. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The actual device was not available; however, a photograph of the sample was provided and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-dehp extension set with midron downstream filter leaked. The leak was reported during use. No further details were provided. There was no patient injury or medical intervention associated with this event. No additional information is available.